Manufacturer narrative:
(B)(6). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient did not recharge the scs system for 6 weeks after an unrelated surgery in spring 2015. As a result, her external devices will no longer communicate with the ipg. Reportedly, the issue was confirmed by the sjm representative after additional troubleshooting with alternate external devices was unsuccessful. Thus the ipg was deemed as inoperable. Surgical intervention may be undertaken as the next course of action to address the issue.

Event description:
Follow-up identified surgical intervention was undertaken on (B)(6) 2016 during which time the ipg was explanted and replaced with a new model. Stimulation was restored postoperatively. The issue is resolved.